Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range pacing impedance measurements on the right ventricular (rv) lead. Noise and oversensing were also noted. Boston scientific technical services (ts) was consulted and further evaluation was recommended. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range pacing impedance measurements on the right ventricular (rv) lead. Noise and oversensing were also noted. Boston scientific technical services (ts) was consulted and further evaluation was recommended. According to medical records, this device has been explanted and replaced. Additional information was received that this system was explanted due to preparation for left breast cancer treatment. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range pacing impedance measurements on the right ventricular (rv) lead. Noise and oversensing were also noted. Boston scientific technical services (ts) was consulted and further evaluation was recommended. According to medical records, this device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited out of range pacing impedance measurements on the right ventricular (rv) lead. Noise and oversensing were also noted. Boston scientific technical services (ts) was consulted and further evaluation was recommended. According to medical records, this device has been explanted and replaced. Additional information was received that this system was explanted due to preparation for left breast cancer treatment. No adverse patient effects were reported. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.